Manufacturer narrative:
The device was not returned for evaluation. The reported event could not be confirmed. A potential failure mode could be ¿bag will not expand/vinyl stuck together¿ with a potential root cause of "static positive air pressure". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "directions for use: 1. Separate notches within circles. Pull straps through holes and around leg. 2. Position bag on leg with flutter valve at top. 3. Attach catheter or extension tubing to top inlet. When wearing bag below knee, attach bard extension tubing (catalog no. 150615 or 4a4194). 4. To empty dispoz-a-bag, push green lever on flip-flo valve out and down. Important: be sure to reclose flip-flo valve after emptying bag. 5. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable, local, state and federal laws and regulations."

Event description:
It was reported that the leg bag had a vapor lock and the urine would not drain into the bag. The patient reportedly experienced pain since the urine wouldn't drain and allegedly had to blow into the bag for the urine to drain. No medical intervention was reported.